Event description:
I had a mesh sling inserted after a hysterectomy in 2005. I had a colonoscopy and saw (can see) the mesh in my colon. I am a registered nurse. I have to give myself enemas to relieve severe constipation. I am incontinent of certain amounts of urine. I can feel the sling moving and pinching me sometimes.